Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2014 due to high blood glucose and diabetic ketoacidosis. Customer stated that for the 3 days prior her sensor was reading low and she did not realize it was the sensor reading and not the blood glucose and treated by eating and eventually her blood glucose reached the 500 mg/dl range. Customer was advised to never to treat based off the sensor value. Blood glucose at the time of admission was 500 mg/dl.